Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the alarm occurred while pressure washing. Customer has worn the pump in the pool previously. Customer took out the battery and changed it a few times until the keys started responding. Customer stated that this morning the screen had cut out and when she replaced the battery, she received an unexpected restart. Customer took a shot and replaced the battery but received another button error alarm. Keypad is fully unresponsive. Customer's blood glucose level was 235 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify button error alarm and a21 alarm due to blank display. The insulin pump has scratched display window and cracked reservoir tube lip.